Event description:
The customer observed a spark from a frayed wire on the pick-up buffer arm of the architect i2000sr analyzer. The customer indicated they jiggled the cable to start the arm and could hear a buzzing noise. There was no adverse impact to patient management or injury to the operator.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, trouble shooting of the instrument by abbott field service representative (fsr), a search for similar complaints, and a review of labeling. After inspection by the fsr, no evidence of smoke, burn,or spark were noticed on defective part. The fsr tried to reproduce the same condition that customer explained without success. The fsr replaced the arm buffer pickup. The arm buffer pick-up showed exposed wire. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74-01 was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.